Event description:
It was reported by the patient that the ventilator would not let him exhale during the exhalation phase. The patient was moved to the backup ventilator with no patient harm reported.